Event description:
It was reported to philips that the battery was not charging. There was no patient involvement or harm. The customer spoke with a philips remote service engineer (rse). The customer initially stated the device would only operate on battery and does not register that it is plugged into ac power. There was no ac light on the front. While in service mode, with the device plugged into ac, 24v is showing 0.1. The rse provided troubleshooting tips. The customer called back and stated the battery is no longer charging. There were no 24 dc volts coming out of the power supply going into the pm pcba. There were 120 ac volts going into the power supply. The rse advised replacing the power supply. Following the evaluation of the device, the customer replaced the power supply to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
The device was reported to have been in patient use. The patient was transferred to an alternate ventilator. There was no patient harm or delay noted.